Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Diabetes clinic, (B)(6) complains of "lo" results. (B)(6) states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-130mg/dl fasting. Test strips were not available. Reviewed meter memory: (B)(6). Memory concerns: concern with the lo blood results that were taken on (B)(6) 2016 @ 7:31am diabetes clinic ( (B)(6)) calling on behalf of the customer states that she is concern with the meter giving results all over the place. Customer is getting results from 48-120mg/dl. Customer normal glucose range is 80-130mg/dl fasting . Customer test 3-4 times a day and is taking insulin. Customer is at the facility and does not have her strips with her. Check meter memory and the meter shows lo blood results that was taken today (B)(6) 2016.